Event description:
Reporter stated that he was on a call to a non-responsive patient and when he arrived, unknown pills were found near the patient. Reporter stated that he tested the patient using the compact plus system and got a result of 163 mg/dl. Reporter treated the patient with 2 mg of narcan due to the unknown pills found near the patient. Reporter stated that within 30 minutes, the patient was transported to a local emergency room, where the patient was tested using the hospital's accu-chek meter. The result was 14 mg/dl. Reporter stated that at the time of the hospital meter test, the patient was still unresponsive and the staff treated the patient with an unknown amount of d-50. Reporter stated the patient was still being treated when he left. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.